Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the 1st marginal branch. As the physician loaded the 2.25x24mm promus element onto the guide wire, a bump was noted on the stent, some of the stent struts were damaged and protruding from the surface of the balloon. Another 2.25x24mm promus element sent was used to complete the procedure. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the 1st marginal branch. As the physican loaded the 2.25x24mm promus element onto the guide wire a bump was noted on the stent, some of the stent struts were damaged and protruding from the surface of the balloon. Another 2.25x24mm promus element sent was used to complete the procedure. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. All struts on rows 1 and 2 are misaligned and/ or folded distally. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).